Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant / migration of essure device (one coil migrated to my uterus)"), pregnancy with contraceptive device ("pregnant with essure micro-insert / pregnancy (with complications)"), abortion spontaneous ("miscarriage / pregnancy (stillbirth or miscarriage)"), autoimmune disorder ("autoimmune disorder (inflammatory autoimmune disorder/unknown disease)"), vanishing twin syndrome ("lost twin baby at 4 weeks / fetus was absorbed") and procedural haemorrhage ("I was bleeding heavily during the laparoscopic surgery") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test" and device ineffective "device ineffective". The patient's medical history included gerd, hypothyroidism, palpitation, hypertension, adhd, pap smear abnormal, parity 4 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2010, (B)(6) 2014.), eclampsia, blood pressure high, overweight, rheumatoid arthritis and lupus erythematosus. Previously administered products included for birth control: mirena in 2007; for an unreported indication: depo-provera from 2004 to 2012. Concurrent conditions included vaginal infection, mood swings, acne, vaginal dryness, menopausal symptoms, gestational hypertension, facial swelling, palatal erythema and edema. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). In (B)(6) 2012, the patient experienced bacterial vaginosis ("infection (other) - describe: bacterial vaginosis"). In (B)(6) 2013, the patient experienced alopecia ("hair loss / thinning hair"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced gingival recession ("dental problems receiding gums"), tooth fracture ("dental problems cracked tooth"), stomatitis ("dental problems mouth sores") and feeling abnormal ("autoimmune disorder- type of disorder: I started feeing really bad when I got pregnant"). In (B)(6) 2014, the patient experienced abortion spontaneous (seriousness criterion medically significant), depression ("psychological or psychiatric problems (increasing depression)"), anxiety ("psychological or psychiatric problems (severe anxiety)") and amnesia ("neurological conditions or problems (memory loss)"). In (B)(6) 2015, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2018, the patient experienced fatigue ("fatigue my absolute worst thing from all of this"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and twin pregnancy ("conceived twins after essure") and experienced autoimmune disorder (seriousness criterion medically significant), vanishing twin syndrome (seriousness criterion medically significant), procedural haemorrhage (seriousness criterion medically significant), pelvic infection ("infection (pelvic)"), fibromyalgia ("severe fibromyalgia"), inflammation ("inflammation in my body"), abdominal pain lower ("lower abdominal pain"), hypertension ("high blood pressure"), restless legs syndrome ("restless leg") and premature labour ("preterm labor"). The patient was treated with surgery (total hysterectomy, bilateral salpingectomy, laparoscopic surgery.). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, pregnancy with contraceptive device, abortion spontaneous, autoimmune disorder, vanishing twin syndrome, procedural haemorrhage, vaginal haemorrhage, menorrhagia, pelvic infection, depression, anxiety, amnesia, dysmenorrhoea, nausea, gingival recession, tooth fracture, stomatitis, fatigue, fibromyalgia, inflammation, bacterial vaginosis, feeling abnormal, dyspareunia, abdominal pain lower, twin pregnancy, hypertension, restless legs syndrome and premature labour outcome was unknown, the pelvic pain had resolved and the alopecia was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems. The reporter considered abdominal pain lower, abortion spontaneous, alopecia, amnesia, anxiety, autoimmune disorder, bacterial vaginosis, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, fibromyalgia, gingival recession, hypertension, inflammation, menorrhagia, nausea, pelvic infection, pelvic pain, pregnancy with contraceptive device, premature labour, procedural haemorrhage, restless legs syndrome, stomatitis, tooth fracture, twin pregnancy, vaginal haemorrhage and vanishing twin syndrome to be related to essure. The reporter commented: discrepancy noted in date of removal (B)(6) 2015, (B)(6) 2015, (B)(6) 2015, (B)(6) 2015 right side ¿ four to five coils were seen, left side ¿ four coils were seen. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, bacterial vaginosis, nausea. Most recent follow-up information incorporated above includes: on 26-feb-2019: while processing a follow-up (plaintiff fact sheet and medical records), it was discovered that this case should have been considered as a follow-up of case 2014-134465. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), pregnancy with contraceptive device ("pregnant with essure micro-insert") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant) and pelvic pain ("pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, pregnancy with contraceptive device, abortion spontaneous and pelvic pain outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.